Event description:
It was reported that noise was noted on the lead, inhibiting bi-v pacing. The physician attempted to implant a new lead, but the vein was occluded. The lead remains implanted at this time and the physician will discuss with the patients cardiologist.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.